Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. UDI number, catalog number, model number, and protocol number are unknown. No information has been provided to date.

Event description:
It was reported that a patient replaced five cassettes in the past thirty days due to pump alerts. The patient stated there was a two tone alarm but no message on the pump itself. The patient had similar issues earlier in the year. The patients pumps were replaced in april for the same issue. It is unknown if theses were reported. This problem has occurred prior to and after receipt of those pumps. The patient can sometimes navigate through the alarm. If she cannot, she prepares a new cassette. Trouble shooting and nursing support offered due to suspected possible user error. The patient disposed of the products after damaging while trying to correct. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. Unknown if malfunction or user error. The reported event occurred while in use with the patient. The patient had additional cassettes and was able to successfully continue the infusion without issue. The infusion was life sustaining. The event was resolved. The event did not cause or contribute to a patient or clinical injury.

Manufacturer narrative:
No product was returned however the pumps operators manual in section the alarms and messages section describes all possible alarms and messages the pump can display along with possible causes and remedies. The user should first consult with the operators manual for an alarms or messages displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned to the manufacturer if the problem persists. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product was returned. Most probable cause due to improper user interaction with the product. A device history record review could not be performed in that no specific product was identified. No serial number was provided.

Manufacturer narrative:
Other, other text: b5: additional information received on 18-nov-2022 via email and attached to complaint object: patient information updated; date of event: as per event, in the past 30 days of date 10/5/22, no specific dates provided. Product is not available for return. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. No product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.